Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with no damage in the external components. In addition, 1 malformed clip was returned in a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 clips as intended. In addition the device locked out as intended. During functional testing no malformed or scissored clips were noted. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor used the device and the clip malformed on going across the duct. Case completed with another device of the same product code. There were no patient consequences reported.